Manufacturer narrative:
Other text : device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer¿s blood glucose was 79 mg/dl. Customer reverted to using another pump for insulin therapy.